Event description:
In 2008, an affiliate received info from a sales rep indicating that a pt reported "inflammation" in both eyes after inserting product. The pt reported visiting an eye clinic in approx three months earlier, where the symptom of "inflammation" in both eyes was confirmed. The pt also reported being told that there might be "germs in the cornea." The same day the eye care professional was contacted directly by the affiliate to obtain clarification and additional info. The eye care professional indicated inflammation in both eyes at a prior time but "inflammation" in the right eye only at the time that the pt was seen. No additional info was provided to the affiliate at that time. In order to obtain additional info and the pt's diagnosis, the affiliate requested a copy of the pt's medical file. The affiliate received a copy of the pt's medical chart thirteen days later. Affiliate reported that chart indicated that the pt was diagnosed with a "corneal infiltration, not a corneal ulcer" in the right eye. The "doctor believes that the eye was infected due to deposition of the contact lens." The pt was treated with cravit and bronuck drops. No additional info is available at this time; the pt has not returned to see the dr. The lot number of the product in question is unk; the product in question has been requested but not available for eval at this time. Will report any additional info received within 30 days upon receipt. All reportable adverse events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling singe use or reuse.